Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 7.5, reference: 4.3, mean: 5.90, confidence limits: n/a. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met accuracy criteria. No further investigation required. (B)(4). Action threshold was reached. Since release of strip lot, in-house therapeutic sample testing has been performed for retained and returned strips. Customer's observation has not been reproduced in tests. Test records indicated that all strip test results met product performance when compared to the results from the in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #233029. The allowable difference between the inratio inrs and sysmex inrs was calculated. At least two out of three replicates for both samples of strip lot #233029 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follow: date: (B)(6) 2011, inratio: 7.5, lab: 4.3. Pt's therapeutic range: 2.5-3.5 inr.